Manufacturer narrative:
Complaint (B)(4). Customer did not provide the date of the event and sufficient information as well as samples are not yet available. Samples were requested and when the investigation is completed, we will submit a supplement report.

Event description:
Customer states tubes are short filling. This occurs not always, but randomly. Occurs with collection using butterflies and syringe. Discard tube drawn. Gbo product specialist has provided training to phlebotomist that is experiencing short filling. During virtual product training with product specialist, product specialist reported that they tested collecting with colored water and devices including butterflies and syringes. Discard tube was drawn. Every way the phlebotomist and product specialist tried, the results varied and probably 30% of the time fell below the black area fill mark. The phlebotomist mentioned this is what she finds - it varies - sometimes fills properly and sometimes right below - even when she takes all the correct collection steps.

Manufacturer narrative:
Complaint gbo (B)(4): received 23pc (unused) 454322/b20063qv for evaluation. Samples were tested, according to gbo standard testing procedures, with regards to draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. No tubes were found to short fill as described by the customer. The complaint could not be duplicated.